Event description:
It was reported to vyaire medical that the bellvista1000 us had an alarm 401 - inspiration valve or device leaky prior patient use. Furthermore, was no patient involvement associated with this event.

Manufacturer narrative:
"Vyaire file identification: (B)(4). The suspect device has not been returned for evaluation. Advised customer to restart the vent 10 times and then send the logs for analysis. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available."

Manufacturer narrative:
Results of investigation: the suspect device was not returned for evaluation. The root cause was determined due to user fault - failure to follow instructions. Most likely the user did not able to tightened the o2 cell properly.